Event description:
It was reported that during a pm performed by the getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) was failing the helium leak test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. The getinge field service engineer (fse) found that the high pressure regulator was the issue. The fse replaced the high pressure regulator. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of the helium test failing due to damage on the regulator. The fat performed a visual inspection and found the part to have damage where the helium tank sits. This would cause a helium leak. Confirmed failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure.